Event description:
It was reported that a 250 ml eva bag was observed to have a particle inside the primary bag. This malfunction was identified before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. The sample was received for evaluation. Visual inspection revealed that white particles were visible on the bags, hence outside the fluid pathway. The cause was determined to be a manufacturing issue. Updates were made to the manufacturing process as a corrective action. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.